Event description:
Info received indicates during a preventative maintenance check, the tech found the ground resistance on the bed was out of normal range. Ground resistance was high.

Manufacturer narrative:
The tech found the ground pin was loose on the plug. He replaced the power cord plug to repair the bed.